Event description:
It was reported that the ilet screen was cracked, preventing the user from viewing the display, announcing meals, or powering off the device, while insulin delivery appeared to continue based on blood glucose levels within range. Symptoms included no adverse clinical effects, with reported blood glucose at 156 mg/dl. Outcomes included the recommendation to discontinue use and transition to backup therapy for safety. Investigation included collection of device information and photo review. Investigation of this case revealed a damaged display component consistent with physical damage via device evaluation, with no evidence of dosing malfunction or associated alarms. It was concluded, based on previously established findings for similar reports, that the cause was user-related physical damage leading to a broken screen.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.